Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise and p wave amplitude variation were noted on the right atrial (ra) lead. During an unrelated procedure, a lack of lead slack was seen on the ra lead. The ra lead was explanted an replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of p-wave amplitude variation and noise were confirmed. As received a partial lead was returned in two pieces. Visual examination found one external insulation abrasions exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil due to lead to can abrasion.